Event description:
The device was removed and returned and subsequently tested out of specification. No patient complications have been reported as aresult of this event.

Event description:
Additional information was received during follow up that the patient was deceased. The date of death per the social security death index site is (B)(6) 2012. A cause and date of death was requested and not received.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. Analysis of the returned device was inconclusive. (B)(4).

Manufacturer narrative:
Attempt(s) for additional information with the physician office were unsuccessful and there was no funeral home information available. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).